Manufacturer narrative:
This investigation is pending and will be updated upon additional information.

Event description:
It was reported that there was a high voltage alert due to out of range shock impedance measurements when it comes to this device. A review of the data by boston scientific technical services (ts) confirmed the out of range values. Ts further discussed performing patient testing to determine the root cause of this case. Additional information is pending and will be provided in the final report. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that there was a high voltage alert due to out of range shock impedance measurements when it comes to this device. A review of the data by boston scientific technical services (ts) confirmed the out of range values. Ts further discussed performing patient testing to determine the root cause of this case. It was noted that an x-ray was taken, which did not show any issues. No action was taken, and the patient will continue to be monitored. No adverse patient effects were reported.